Event description:
The customer reported that the insulin pump was not delivering the basals for the past three days, but it was delivering the bolus. The customer believes that the device was not functioning properly and he requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned page.